Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages. A zoll patient service representative later called zoll customer support to report that the electrode belt connector on the patient's monitor was broken. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages, damaged connector) was confirmed. Upon investigation the monitor's electrode belts connector was broken free from the monitor case, and the black pulse wire inside the connector was severed. The severed pulse wire caused the check therapy electrode messages. The root cause for the damaged connector and broken wire could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector and wire. The patient received a replacement monitor.